Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), weight increased ("weight gain"), ovarian cyst ("ovarian cysts"), loss of libido ("loss of libido") and hot flush ("hot flashes"). The patient was treated with surgery (she underwent a hysterectomy to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, weight increased, ovarian cyst, loss of libido and hot flush outcome was unknown. The reporter considered alopecia, hot flush, loss of libido, ovarian cyst, pelvic pain and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure (batch no: 58565-inv, 81025-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and arrhythmia. Concurrent conditions included hemorrhagic cyst. The patient also had a family history of arrhythmia. Concomitant products included ceftriaxone, doxycycline, paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), ovarian cyst ("ovarian cysts"), loss of libido ("loss of libido"), hot flush ("hot flashes"), tooth fracture ("dental problems 3 broken teeth"), nausea ("nausea"), fatigue ("fatigue"), depression ("gastrointestinal or describe: depression"), anxiety ("anxiety"), abdominal distension ("gastrointestinal or digestive system condition : bloating"), gastrointestinal disorder ("bowel issue") and adnexa uteri pain ("abdominal (ovary area)") and was found to have weight increased ("weight gain/loss (specify which one)weight gain"). The patient was treated with ibuprofen and surgery (hysterectomy (partial) and she underwent a hysterectomy to remove the essure device/"hysterectomy" (partial)/bilateral salpingec). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, weight increased, abdominal pain and adnexa uteri pain had resolved and the pelvic inflammatory disease, ovarian cyst, loss of libido, hot flush, female sexual dysfunction, tooth fracture, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, depression, anxiety, abdominal distension and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hot flush, loss of libido, migraine, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, tooth fracture and weight increased to be related to essure. The reporter commented: the essure device was placed in the right tubal ostium without difficulty: approximately 3 coils of the device could be seen extending into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: result: total bilateral occlusion. Lot numbers reported (58565, 81025) are invalid. Most recent follow-up information incorporated above includes: on 26-jan-2019: update of information (batch is invalid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and arrhythmia. Concurrent conditions included hemorrhagic cyst. The patient also had a family history of arrhythmia. Concomitant products included ceftriaxone, doxycycline and paracetamol (acetaminophen). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) , the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), ovarian cyst ("ovarian cysts"), loss of libido ("loss of libido"), hot flush ("hot flashes"), tooth disorder ("dental problems 3 broken teeth"), nausea ("nausea"), fatigue ("fatigue"), depression ("gastrointestinal or describe: depression"), anxiety ("anxiety"), abdominal distension ("gastrointestinal or digestive system condition : bloating"), gastrointestinal disorder ("bowel issue"), abdominal pain ("abdominal pain") and adnexa uteri pain ("abdominal (ovary area)") and was found to have weight increased ("weight gain/loss (specify which one)weight gain"). The patient was treated with ibuprofen and surgery (hysterectomy (partial) and she underwent a hysterectomy to remove the essure device/hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had resolved and the pelvic inflammatory disease, alopecia, weight increased, ovarian cyst, loss of libido, hot flush, female sexual dysfunction, tooth disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, depression, anxiety, abdominal distension, gastrointestinal disorder and adnexa uteri pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hot flush, loss of libido, migraine, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: the essure device was placed in the right tubal ostium without difficulty: approximately 3 coils of the device could be seen extending into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received. Lab data added. Concomitant medication and condition added. Events pelvic inflammatory disease, apareunia (inability to have sexual intercourse), dental problems 3 broken teeth, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or describe: depression, anxiety, gastrointestinal or digestive system condition : bloating, bowel issue, abdominal pain, abdominal (ovary area) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure (batch no. 58565, 81025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and arrhythmia. Concurrent conditions included hemorrhagic cyst. The patient also had a family history of arrhythmia. Concomitant products included ceftriaxone, doxycycline, paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), ovarian cyst ("ovarian cysts"), loss of libido ("loss of libido"), hot flush ("hot flashes"), tooth fracture ("dental problems 3 broken teeth"), nausea ("nausea"), fatigue ("fatigue"), depression ("gastrointestinal or describe: depression"), anxiety ("anxiety"), abdominal distension ("gastrointestinal or digestive system condition : bloating"), gastrointestinal disorder ("bowel issue") and adnexa uteri pain ("abdominal (ovary area)") and was found to have weight increased ("weight gain/loss (specify which one)weight gain"). The patient was treated with ibuprofen and surgery (hysterectomy (partial) and she underwent a hysterectomy to remove the essure device/hysterectomy (partial)/bilateral salpingec). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, weight increased, abdominal pain and adnexa uteri pain had resolved and the pelvic inflammatory disease, ovarian cyst, loss of libido, hot flush, female sexual dysfunction, tooth fracture, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, depression, anxiety, abdominal distension and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hot flush, loss of libido, migraine, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, tooth fracture and weight increased to be related to essure. The reporter commented: the essure device was placed in the right tubal ostium without difficulty: approximately 3 coils of the device could be seen extending into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event onset date updated. Event outcome added for abdominal (ovary area), hair loss and weight gain/loss (specify which one)weight gain. Concomitant medication added. Lab data added. Lot number added. Suspect drug implant date updated from (B)(6) 2012 to (B)(6) 2013. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.